Event description:
The customer reported the fluoroscopic image was intermittently lost due to system high voltage arcing. This issue will effectively eliminate the ability to intermittently view a real time image. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube and gib pcb coin battery were evaluated and replaced. The system was tested and found to be working as intended and returned to service.